Event description:
It was reported that this right atrial (ra) lead was damaged during the extraction procedure of the right ventricular (rv) lead, either from the cutting tool or the laser. During post rv lead removal, testing of the ra lead was performed, the lead impedance were on the 100 ohm range with noise noted on the pacing system analyzer (psa). Subsequently, this ra lead was successfully removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to unintended use error caused or contributed to event.

Event description:
It was reported that this right atrial (ra) lead was damaged during the extraction procedure of the right ventricular (rv) lead, either from the cutting tool or the laser. During post rv lead removal, testing of the ra lead was performed, the lead impedance were on the 100 ohm range with noise noted on the pacing system analyzer (psa). Subsequently, this ra lead was successfully removed and replaced. No additional adverse patient effects were reported.